Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented to the emergency room with scrotal pain due to the inflatable penile prosthesis (ipp) left cylinder migrated into the scrotum. The patient underwent surgery and the ipp was removed and replaced with a malleable prosthesis. There were no further patient complications.